Manufacturer narrative:
A visual examination of the returned device revealed a gap in the handle halves. The returned torque wrench was inspected and no visual abnormalities were observed. The wrench was successfully used to attach the device to the generator hand piece. The device was function tested and passed the initial testing. When the max button was pressed, the button stayed in the "on" position. An examination of the button revealed that the separation of the handle halves was preventing the button from moving back and forth as intended. The device was disassembled and the membrane switch assembly was inspected. The pressure pads of the switch pressed and released as intended. The device was reassembled ensuring that the handle was fully pressed and without any separation or gaps. The device was retested and the max button functioned as intended. Based off of the investigation the max button became stuck and continued to activate due to a gap in the handle halves which prevented the button from moving back and forth as intended. The handle separation most likely occurred as a result of over tightening the device to the hand piece. This lot was reprocessed before stryker sustainability solutions made a design change to weld the handles together. A review of the lot control sheet for the reported device serial number indicated the device passed all inspections prior to being released from stryker sustainability solutions. The reported event is not occurring more frequently or with greater severity than is usual for the device.

Event description:
It was reported that the ultrasonic scalpel would not turn off. No patient injury was reported by the user facility.